Event description:
Patient called spontaneously to report that her cadd ms3 (sn: (B)(4)) pump lost programming. Error did not occur while pump in use; patient was preparing to switch pumps. Patient was able to use backup pump. Malfunction did not cause clinical injury. Pump will be replaced. No other information known. Reported to (B)(6) by patient/caregiver.